Manufacturer narrative:
Describe event or problem corrected. Bsc ID: (B)(4).

Event description:
Timi flow was initially reported as degradation from 3 to 0 and the correct information is that the timi flow was 3.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that blood flow degradation occurred. In (B)(6) 2016, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 0% stenosis and was 38mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 38mm synergy ii drug-eluting stent. However, post placement of the study stent, there was timi flow degradation from 3 to 0. Subsequently, post-dilatation was performed and the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel.